Event description:
The customer reported the system was difficult to steer. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the steering drive. The system operates as intended.